Event description:
As the nurse plugged the product into 120 vac utility power, there was a momentary spark between the outlet and the plug and the nurse received a minor shock, but no injury from the spark.

Manufacturer narrative:
Investigation uncovered that the user was attempting to plug the product into the 120 vac utility power while the power switch is in the "on" position. Because there is a transformer in the unit, there is a momentary spike in the current draw and then levels out. The company advised the customer to make sure that the product's power switch is in the "off" position before connecting it to utility power. The company also opened CAPA (B)(4). Upon review of product labeling it was discovered that instructions for properly connecting the product to utility power are missing from the owner's manual. The company will update the manual with the proper instructions/warning for connecting the unit to utility power. The company will send the manual update to all nine (9) customers who have purchased the product.